Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the posterior and white particles. Leak test and microscopic analysis were performed which identified a sharp opening, a striated opening, and non-penetrating nicks. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening, and a striated opening due to surgical damage consistent in the use of some surgical tools.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.